Event description:
The pt reported he had lost stimulation approx three months ago due to not charging. The pt attempted to charge his ipg on (B)(6) 2013 and he was unable to communicate using either his programmer or charger. The pt stated he had knee surgery approx 3 months ago and he do did not have access to his charger. An sjm rep met with the pt and confirmed the issue. The pt was referred to a physician to discuss his options.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.